Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a atrial tachy response (atr) episode containing oversensed noise from the date of implant. Technical services (ts) review confirmed the device appeared to be functioning as programmed. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a atrial tachy response (atr) episode containing oversensed noise from the date of implant. Technical services (ts) review confirmed the device appeared to be functioning as programmed. This ICD remains in service. No adverse patient effects were reported. Additional information received reported that right atrial automatic threshold (raat) tests were unsuccessful and the patient had a history of chronic atrial fibrillation (af). There was no evidence of pacing inhibition, as the patient was not pacer dependent and had an underlying as vs of 75 beats per minute (bpm). Furthermore, there was inappropriate ra pacing occurring intermittently due to af undersensing. P-waves were 0.3 mv and ra senstivity was programmed to 0.25 mv. The most recent successful raat showed good capture with sinus rate. The patient underwent a lead revision on 9/5, however lead status (repositioned/active vs. Capped/explanted) was not specified and it was unclear whether one or both leads were revised. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a atrial tachy response (atr) episode containing oversensed noise from the date of implant. Technical services (ts) review confirmed the device appeared to be functioning as programmed. This ICD remains in service. No adverse patient effects were reported. Additional information received reported that right atrial automatic threshold (raat) tests were unsuccessful and the patient had a history of chronic atrial fibrillation (af). There was no evidence of pacing inhibition, as the patient was not pacer dependent and had an underlying as vs of 75 beats per minute (bpm). Furthermore, there was inappropriate ra pacing occurring intermittently due to af undersensing. P-waves were 0.3 mv and ra senstivity was programmed to 0.25 mv. The most recent successful raat showed good capture with sinus rate. The patient underwent a lead revision on (B)(6), however lead status (repositioned/active vs. Capped/explanted) was not specified and it was unclear whether one or both leads were revised. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that the leads were repositioned due to microperforation. This ICD system remains in service. No additional adverse patient effects were reported.